Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
The product reported in this report is an exported device not cleared or approved for marketing in the u.s. The complaint is being reported based on this product meeting similar product criteria. It was reported that during an embolization procedure the embolization coil got stuck in the microcatheter and unintentionally detached when it was attempted to be withdrawn. The microcatheter and coil were removed from the patient. Another coil was used to successfully complete the procedure. There was no report of harm or injury to the patient.